Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported there was a keypad malfunction and the front case of the pcu device is being replaced due to what the customer describes as a front case switch panel recall. There was no patient involvement.

Manufacturer narrative:
The customer reported complaint of pcu keypad was not functioning was confirmed. Test results identified that certain keys were not functioning on the returned keypads. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Bd recommends during the cleaning process do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. Review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 28-feb-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 24-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported there was a keypad malfunction and the front case of the pcu device is being replaced due to what the customer describes as a front case switch panel recall. There was no patient involvement.